Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 2426-0007, batch number#: unknown. It was reported by customer that line found leaking from the midline where the tubing is inserted into the pump. It was leaking on the ground while infusing an antifungal and ns. Medication was stopped and the line was removed. There was no apparent damage noted on the line rcc received a complaint via email. It was reported that ¿line found leaking from the midline where the tubing is inserted into the pump. It was leaking on the ground while infusing an antifungal and ns. Medication was stopped and the line was removed. There was no apparent damage noted on the line.¿

Event description:
Material#: 2426-0007. Batch number#: unknown. It was reported by customer that line found leaking from the midline where the tubing is inserted into the pump. It was leaking on the ground while infusing an antifungal and ns. Medication was stopped and the line was removed. There was no apparent damage noted on the line verbatim#: rcc received a complaint via email. Email(s) attached. It was reported that ¿line found leaking from the midline where the tubing is inserted into the pump. It was leaking on the ground while infusing an antifungal and ns. Medication was stopped and the line was removed. There was no apparent damage noted on the line.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.